Event description:
Reason for original complaint - litigation alleges that patient has experienced metal ions being released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Update: 5/8/15 - transfer (B)(4). Update 5/8/15-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated a loose cup. Initial cultures taken during the dor came back negative for infection, but final cultures came back positive. The patient wasn't taken back to the operating room, but was placed on antibiotics. It should be noted the patient was implanted with a poly liner during the doi. The stem isn't being added for the alleged high metal ions as a poly liner was placed. The part/lot is being updated and the cup is being added. The complaint was updated on: 5/8/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).